Event description:
In 2005, a list of person ids being downloaded was stored on the in-house server correctly while only a subset of the person records on the list were brought over to the mobile server. When new donors were registered on the mobile after the 237 download, next available new person ids were assigned. These "new" person ids happened to match the person ids on the thmb_xferkeys list; therefore, the upload process, as described above, thought they were existing people on the in-house server and replaced them with the new donor information. A merge process performed about 1 minute after the 237 download started has been identified as the root cause of the bad download. The person being merged happened to be a person being downloaded. The merge process locked that person's record while the download was still in progress and caused a download to finish with incomplete data. Several findings from the 237 download indicate that this merge influenced and broke the download: - the person being merged had person ID. - the first in-house existing person being replaced had person ID. - in the blooddb database co recovered from the 237 download; the tbmb_xferkeys table contained person ids between. - in the transfer db databased co recovered from the 237 download; the last person being downloaded had person ID. Person ids between were not included in the 237 download.